Event description:
During manufacturer product analysis of an explanted vns generator, it was noted the generator was set to default systems diagnostics settings of 1ma/20hz/500 pulsewidth/30 sec on/60 min off. This is likely due to faulted systems diagnostic test either at the time of generator explant on (B)(6) 2010, or prior to this date. Attempts for further information and vns programming history are in progress.